Manufacturer narrative:
Investigation summary based on all the information available, boston scientific concludes that the visual examination performed on the components did not identify any leaks in the device and the functional testing performed showed that all components performed within specification. Therefore, the reported allegations of mechanical issue and fluid leak are unable to be confirmed. Device history record (DHR) review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis visual examination of the device did not identify any leaks in the components. Functional testing of the device identified that all components performed within specifications. Labeling review a review of the artificial urinary sphincter (aus) instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence. The implanted artificial urinary sphincter (aus) lost fluid. As a result, the system stopped working. During a surgery in march the balloon was exchanged. Unfortunately, the system continued to lose fluids afterwards. Now all components have been replaced. The patient is fully recovered.

Event description:
It was reported that the patient experienced urinary incontinence. The implanted artificial urinary sphincter (aus) lost fluid. As a result, the system stopped working. During a surgery in march the balloon was exchanged. Unfortunately, the system continued to lose fluids afterwards. Now all components have been replaced. The patient is fully recovered.